Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging a redo check message on the meter. The check strip was less than a year old and in good condition and the meter had been cleaned properly. Meter failed twice using the check strip. This case is being reported as a malfunction, since the calibration of the meter failed with the check strip.